Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The viperwire guide wire was used as a primary wire for treatment in the left anterior descending artery (lad), which was 90% stenosed and calcified. The wire was advanced into position in the distal lad, and the orbital atherectomy device (oad) was advanced to the proximal lad. When the oad was turned on, the crown jumped and contacted the distal end of the wire. The wire fractured at the spring tip. The oad and wire were removed, and an unsuccessful attempt was made to retrieve the fragment. The fragment was stented against the vessel wall. The patient was well following the procedure and was discharged the next day.